Manufacturer narrative:
The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit passed displacement test, sleep current measurement and active current measurement and selftest. Multiple low battery alerts in the pump trace download due to moisture damage on electronic board stack. Corroded battery tube. Moisture damage on motor assembly and force sensor assembly. Unit received with stained keypad overlay buttons, pillowing keypad overlay, faded/stained/peeling serial number label, peeling/fading end cap address label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery less than a week. Customer stated due to low battery confirmed red battery icon. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.